Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer after logging into admin and running hta, it was found that drawer 13 did not open despite a click on the solenoid. The drawer was forced open from the rear, revealing that the side wing panel next to drawer 13 was pushed in, blocking it from opening. The drawer was partially extended to access the wing panel, which was then loosened and extended back to its normal position, no longer blocking drawer 13. The drawer subsequently opened normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.